Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months after implantation. The patient has history of hypertension. The patient has recovered without complications.